Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to a product performance issue. A new transvenous system was implanted. No additional adverse patient effects were reported. Additional information from the filed indicates this s-ICD system due to it delivering multiple shocks as inappropriate therapy due to the patients low amplitude, with p-wave oversensed. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to a product performance issue. A new transvenous system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.